Event description:
The haptic of this iol stuck in the delivery device during preparation for use. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.